Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to worn battery pins. The battery pins in the device were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during a patient event. The customer advised that their device powered off and on by itself 4 times when attempting to defibrillate, thereafter the device was able to successfully shock the patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (MFR report # 0003015876-2021-01868) indicates: additional mfg narrative ¿ physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to worn battery pins. The battery pins in the device were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Section h10 and/or h11 of the initial medwatch report (MFR report # 0003015876-2021-01868) should indicate: additional mfg narrative ¿ stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's and was unable to duplicate the reported issue. Stryker replaced the battery pins in the device as they appeared to be old. After other unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. It appears the customer was using a batteries that were manufactured in 2018. The lp15 operating instructions advises to replace the battery every 2 years. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during a patient event. The customer advised that their device powered off and on by itself 4 times when attempting to defibrillate, thereafter the device was able to successfully shock the patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.